Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in critical override and the devices showed as offline. A technical support specialist (tss) dialed into the es server and multiple affected stations and confirmed the stations were connected but operating in disconnected mode. No critical override conditions were found on the server or stations, and communication, heartbeat, upload, and download statuses were current. Further testing revealed network connectivity failures, including closed required ports and failed ping tests, indicating a network routing issue. The tss coordinated with the customer¿s hospital information technology (hit) team, confirmed the issue originated from network selective routing, and remained engaged during troubleshooting. The hit team resolved the network issue, stations returned to normal operation, and the customer confirmed resolution. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override, displayed as offline, and patients were not populating in the queue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.